Manufacturer narrative:
During preparation of a 5f mynxgrip device for vascular closure (vcd), it was inserted into a 5f competitor sheath and the balloon was inflated but it was noticed that the indicator went back into the handle. The user inflated the device again and attempted to pull back. The device came. It was checked on the table and the balloon had deflated. Hemostasis was achieved by manual compression within 30 minutes or less. The hospitalization was not extended and the patient¿s status was recovered after the mynx event. The mynx vcd was used after an interventional procedure. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. Patient details are not available. An angiogram was performed prior to close, good stick and no calcium. The user was also trained. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle with stopcock open. The sealant and advancer tube were observed to have remained in the manufactured position as received. The syringe and procedural sheath were not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device, approximately 2 mm from the balloon proximal neck. The procedural sheath was not returned; therefore, a physical evaluation to determine whether there was damage to the procedural sheath's distal end that could have punctured the balloon could not be made. A product history record (phr) review of lot f1907703 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, the condition of the procedural sheath (although not returned) most likely contributed to the reported event since a frayed distal tip of the sheath can cause damage to the balloon and it was reported that there was no calcium at the access site. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
During preparation of a 5f mynxgrip device for vascular closure, it was inserted into a 5f terumo sheath and the balloon was inflated but it was noticed that the indicator went back into the handle. The user inflated the device again and attempted to pull back. The device came. It was checked on the table and the balloon had deflated. Hemostasis was achieved by manual compression within 30 minutes or less. The hospitalization was not extended and the patient¿s status was recovered after the mynx event. The mynx vcd was used after an interventional procedure. The vessel type was arterial. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. Patient details are not available. An angiogram was performed prior to close, good stick and no calcium. The user was also trained.